Event description:
It was reported that deflation issue occurred. The target lesion was located in an unspecified artery of the leg. An encore 26 inflation device was used to inflate the balloon. A 8.0mmx60mmx135cm sterling¿ balloon catheter was used to dilate lesion; however, it was noted that the balloon was unable to deflate. The physician then used a spinal needle to deflate the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).